Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device had migrated out of the corporotomies. A new inflatable penile prosthesis was implanted. No patient complications were reported.